Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, the consumer reported that ever since she got the implant she had felt stimulation in her rib area on the right side. The patient stated that the stimulation had helped a little but at other times it didn¿t help at all. The patient noted when she was lying on her right side she could feeling it shooting all the way up to the tip of her head. The patient wanted to meet with a manufacturer representative for reprogramming. The patient explanted that she was programmed so it covered her legs but if she increased stimulation she would feel it in her ribs. It was mentioned that the implant was placed deep in her muscle with a mesh and had moved up to the skin line and it hurt. The indication for use was spinal pain. On (B)(6) 2020, additional information was received from a healthcare provider (hcp) reporting that the patient was having issues with the system. They stated that the patient recently noticed that the ins had shifted up towards their waist, and they could ¿see the leads¿. They stated that there was redness at the ins site. The caller stated that they were trying to get the patient in to be seen tomorrow. The event date was asked but was unknown. No further complications were reported/anticipated.